Event description:
Customer reported the sensor is very inaccurate. Customer reported several problems. Customer stated she was having trouble keeping the sensor on. Customer has tried antiperspirant and tegaderm, it still falls off. She used skin tac and customer was highly allergic to it. Customer stated the sensors did not last the six days. Customer reported the sensor glucose reading was off by 50 to 100 points. Customer reported that she turned off the alarms at night. Customer's sensor glucose was 129 mg/dl and blood glucose was 274 mg/dl, treated with the insulin pump. Customer inserted the sensor on the left side of the navel. Customer can pinch an inch of tissue. No issues with insertion or sites. Unable to troubleshoot customer hung up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.